Event description:
It was reported that the patient underwent a spinal fusion surgery to treat degenerative disc disease at l4-l5 corresponding intractable back pain. The patient underwent a plif approach to place a cage packed with a combination of rhbmp-2/acs and autograft bone at l4-l5. At 78 days post-op, the patient reportedly began experiencing severe pain in his lumbar spine and bilateral gluteal area, as well as pain and swelling in his left testicle. Over the next several months, the patient's lumbar and testicular pain increased and began radiating to the bilateral gluteal area. After reviewing subsequent CT scans the physician reportedly attributed the patient's pain to a "bone spur" at l5-s 1. Approximately 10 months post-op the patient presented for a second opinion regarding his continued and worsening intractable lumbar back pain, gluteal pain, and testicle swelling. Subsequent diagnostic testing 507 days post-op, uncovered a large bone mass in the spinal canal which was compressing l4 and l5 nerve roots. At 507 days post-op, the physician reportedly diagnosed the patient's condition as "severe left l4-l5 radiculopathy secondary to bony overgrowth in spinal canal, bone tumor secondary use of infuse as a bone fusion substrate at l4-l5 interbody, left." Additionally, the physician noted that the patient "was treated with an l4-l5 left interbody fusion procedure... This has resulted in aggressive bone overgrowth in the spinal canal. Has formed a bone tumor. This intraspinal extradural mass is causing important l4 and l5 root compression." Subsequently, the patient underwent a revision surgery during which the bone tumor/mass was removed. Allegedly, the patient has developed unwanted (heterotopic/ectopic) bone growth in and around the spinal canal and an overall worsening condition and testicular pain.

Event description:
It was reported that the patient underwent l4-l5 posterolateral fusion, l4-l5 posterior interbody fusion, l4-l5 posterior instrumentation with application of biomechanical device, left l4-l5 hemilaminectomy, with use of rhbmp-2/acs, intraoperative use of microscope, and intraoperative use of fluoroscopy with interpretation. Surgery was performed to treat l4-l5 advanced degenerative changes with left lower extremity l5 nerve root radiculopathy. Stenosis at the lateral recess. 36 days post-op, the patient presented for follow up. Per the physician's notes, 'patient has guarded range of motion but is not that painful. Lower extremity symptoms have resolved. Radiographic evaluation of the lumbar spine shows l4-l5 tlif hardware in place with no evidence of loosening at the bone implant interface. Increased interbody fusion noted.' At 78 days post-op, the patient presented for follow up. Per the physician's notes, 'in regards to back and leg pain he is doing good. Continues to complain of testicular pain. Patient will follow up in 8 weeks.' At 99 days post-op, the patient presented for follow up. Per the physician's notes 'low back pain is persistent and exacerbated by activity. But has improved since surgery.' At 139 days post-op, the patient presented for follow up. Per the physician's notes 'main complaint is of testicular pain. Back pain is present but not severe.' At 162 days post-op, the patient presented for follow up. Per the physician's notes, 'patient feels he has improved from surgery but symptoms of back and leg pain have not completely resolved.' Lumbar myelogram indicated 'a spur at l5-s1 adjacent to the foramen of l5 but does not appear to be compressing the nerve root. The l5 screw looks fine, the l4 screw is right next to the inner cortex, cannot tell if there is a breach.' At 195 days post-op, days post-op, the patient presented for follow up. Per the physician's notes 'patient doing well still has some pain, but less than before. Patient moves about freely without difficulty. Still difficulty moving from sitting to standing. Radiographs show the l4-l5 tlif with hardware in place and increased interbody fusion.' At 316 days post-op, the patient underwent CT myelogram of lumbar spine, still complains of profound low back pain radiating to the bilateral gluteal area with left scrotal swelling. Physical exam shows distally intact bilateral lower extremities to motor and sensation. Patient has pain when moving from siting to standing position. Bilateral positive straight leg raise test, left greater than right consistent with s1 nerve root. Slightly diminished deep tendon reflexes at bilateral s1. CT myelogram indicated 'the l4-5 tlif with hardware in place. Excellent interbody fusion. L5-s1 demonstrates a prior left surgical approach for laminoforaminotomy with near occlusion of the surgical approach secondary to bone growth. There is a bone spur at the posterior aspect of the annulus that bridges the majority of the canal. Moderate facet "arthropy" at l5-s1.' Plan is to extend the l4-l5 tlif to include l5-s1 tlif. Per the physician's notes, the patient has developed 'aggressive bone overgrowth in the spinal canal. He has formed a bone tumor. This intraspinal extradural mass is causing important l4 and l5 root compression. This gentleman is a candidate for operative decompression of same in hopes that we can improve upon his existing circumstances.' At 507 days post-op, the patient underwent a surgery consisting of reoperative l4 laminectomy left side, reoperative l5 laminectomy, excision of intraspinal extradural bone tumor, bone mass for decompression of existing l4 and l5 nerve roots left side to treat severe left l4-5 radiculopathy secondary to bony overgrowth in spinal canal, bone tumor at l4-5 interbody, left side.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.